Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): product not returned for analysis.

Event description:
(B) (4). This is the same patient as 2134265-2009-04548 & 2134265-2009-04551. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. The patient presented with type iii b unstable angina and myocardial infarction occurring less than 24 hours prior. Three target lesions were identified. Target lesion #1 was 97% stenosed and located in the left anterior descending (lad) artery. The lesion length was 20mm and the reference vessel diameter was 2.7mm. No attempt to direct stent was made. A liberte bare metal stent (bms) 2.75x20mm was successfully implanted at the lesion site. Residual stenosis was 0%. Target lesion #2 was 72% stenosed and located in the right coronary artery (rca). The lesion length was 26mm and the reference vessel diameter was 3.0mm. No attempt to direct stent was made. A liberte bms 3.0x28mm was successfully implanted at the lesion site. Residual stenosis was 0%. Target lesion #3 was 78% stenosed and also located in the rca. The lesion length was 22mm and the reference vessel diameter was 3.0 mm. No attempt to direct stent was made. A liberte bms 3.0x24mm was successfully implanted at the lesion site. Residual stenosis was 0%. The procedure was completed, documented as a technical success and no patient complications were reported. On the same day, unspecified cardiac death of the patient occurred. No further information is available.